Manufacturer narrative:
The siemens technical operation team investigated customer's 4 returned strips and determined that this complaint is not confirmed. Customer confirmed that they have not had any further issue.

Manufacturer narrative:
Siemens received customer returned multistix strips. Siemens technical operation team is investigating the issue. Customer has been provided with the new lot of strips. Customer indicated that they have not had any further issues with nitrite results. The cause for the false negative nitrite is unknown.

Event description:
Customer stated that instrument reported false negative nitrite results on 2 patient samples. There was no report of injury due to this event.